Event description:
Patient to operating room post cardiac cath and iabp insertion for emergency CABG x2 vessels. At the start of the procedure, during harvesting of the veins, the iabp began alarming. Unable to troubleshoot. Blood noted inside of tubing and iabp removed. Surgery proceeded to completion.